Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to a white screen and its flex cable was therefore replaced. It was further noted that the display would not stay at a set angle so the left and right upper hinges were replaced, there was a damaged left antenna cable which was replaced, there was a cracked solder on the electrocardiogram connector so the link electronic module (lem) printed circuit board was replaced and the lem calibrated and the software reconfigured, reloaded and updated and that there was a broken return key on the keyboard and the keyboard was therefore replaced. (B)(4).

Event description:
It was reported that the programmer would not boot up, that it just had a white screen. The programmer was returned for service. No patient complications have been reported as a result of this event.